Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the screen was blacked out. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and was discontinue use of the insulin pump and recommended customer refer to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the lcd screen was white except for a visible black spot on the lower edge of the left half of the screen. Per visual inspection there are damaged pixels within the lcd display itself. Unable to perform the displacement test due to the damaged lcd display.the keypad overlay is punctured to the left of the up keypad button.